Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working. It was stated that the customer was having high and low blood glucose for no reason, and her insulin pump was not working. It was stated that the sticker on the back of the insulin pump was gone. Customer stated that her insulin pump was not working but refused to perform troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.